Manufacturer narrative:
Investigation identified there were appliers at this facility that were not certified to use the product. Retraining initiatives are underway and untrained users will undergo training and certification. A CAPA has been opened to address the use of the product by untrained appliers. Investigation also revealed this patient population is at high risk for pe given their state of health (cancer diagnosis, advanced age, etc.). Complainant agrees that observed rates are within expected range for this patient population and continues to see patient benefit in and use of the product. Manufacturer was unable to obtain additional details regarding each case as not all events that occurred were this complainant's patients. Additionally, where this information came about during an unrelated conversation, and the complainant was not "reporting" this as an alleged deficiency about the product, and it is against the institutions guidelines to provide additional information. Therefore, much of the data required for reporting is not available to the manufacturer. Manufacturer will continue to monitor complaints of intravascular injection and potential for pe for reportability.

Event description:
Complainant stated to augmenix that of 329 treated pts, complainant has identified 5 patients with venous injection of spaceoar hydrogel into the internal iliac vein. Complainant also stated that 3 of the 329 pts experienced pulmonary embolism in the 6 months following the spaceoar hydrogel injection procedure. Dr. Stated that although there were observations of venous injection, there is no evidence at this point that serious sequelae in all cases. Complainant indicated a belief that 4 of the 5 infections were "bad" [improper needle placement]. Complainant also stated that the 5 injections into the internal iliac vein were performed by 5 different users.